Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/ lot# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it did not working as they hoped it would, the wires were in a bad place, and they are unable to address issue with their sciatica because of the stimulation placement. They are disappointed.

Event description:
Additional information was received from the patient. This patient called patient services in response to the patient letter they received from pe (B)(4). Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that they made the mistake of responding to a questionnaire and now they kept getting letters from medtronic asking them what they thought of the placement of their implant and the patient stated there was "nothing to be done about it"; that though they didn't like the system placement because they couldn't do rfa for the nerves in their lower back because the wires were there (patient stated they had other medical issues that required a need for rfa). They needed the implant to help their symptoms so they were just going to leave it the way it was. Patient stated they mentioned their need for rfa to their doctor and the rep prior to having the implant placed and the doctor told them where the wires would be placed it would be fine but when the patient woke up out of surgery, it wasn't where they were originally told it would be and then when their doctor called medtronic about rfa they were told the patient couldn't have it which was really upsetting for the patient. Patient stated the location of the implant might be inconvenient for some people and wanted to pass that on. Patient also stated they also weren't able to do the rfa now because of the fear of infections because they had artificial joints and if they got an infection in their joints at all, they would have to pull the artificial joint out and put another temporary one in until it healed and then put another permanent one in which didn't sound like fun to the patient. The patient stated they did not want any more letters sent to them so please do not send this patient any further letters. Patient mentioned that the issue they had was non-resolvable because they weren't going to have it removed or revi sed it was just the way it was now so "please stop writing me letters." Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2q7nb, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.